Event description:
It was reported that a patient had a device originally placed in 2013, but it didn¿t work properly so it was replaced in (B)(6) 2014. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).